Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: keypad buttons are intermittently responsive when pressed/difficult to press. Contamination was found around the button contacts when keypad was removed.

Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.